Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the head spring section is tweaked, bent on the left side. The head spring will not sit level by 1 and 1/2 inch. The rail on that side does not slide up and down easily due to the frame being tweaked.